Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient stated that her pump kept flipping and she felt like she was no longer receiving therapy. No falls or external factors are known that contributed to the pump flipping. The physician did a catheter revision and replaced the catheter with and entire new catheter because it was all tangled up due to the pump flipping. The physician also sutured the pump down so that it would no longer flip. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.